Event description:
Note: this report pertains to one of two devices used during the same procedure. Previously submitted manufacturer report #3005099803-2012-02749 pertains to the other device. It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced injuries (specifics unknown). On (B)(6), 2011 the patient underwent excision surgery to remove parts of the mesh. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.